Manufacturer narrative:
The report # 9615332-2018-00021 is associated with (B)(4), biotene.

Event description:
She was rinsing with the biotene and when rinsing, she chocked a little [choking]. Swallowed the table spoon [accidental device ingestion]. Case description: this case was reported by a consumer and described the occurrence of choking in a adult female patient who received glycerin (biotene oral rinse (unspecified variant)) mouth wash (batch number 7ji48c, expiry date 13th august 2020) for dry mouth. On an unknown date, the patient started biotene oral rinse (unspecified variant). On an unknown date, an unknown time after starting biotene oral rinse (unspecified variant), the patient experienced choking (serious criteria gsk medically significant) and accidental device ingestion (serious criteria gsk medically significant). The action taken with biotene oral rinse (unspecified variant) was unknown. On an unknown date, the outcome of the choking and accidental device ingestion were unknown. It was unknown if the reporter considered the choking and accidental device ingestion to be related to biotene oral rinse (unspecified variant). Additional details: this adverse event information was received on 05 february 2018. The consumer stated she was rinsing with the biotene and when rinsing she chocked a little and swallowed the table spoon. Wanted to know was the side effects are of swallowing a full dose.